Event description:
It was reported that prior to a magnetic resonance imaging (MRI) scan, the health care professional (hcp) called technical services (ts) and requested assistance with reprogramming the pacemaker system. The hcp noted that the patient visited the emergency room (ER) after experiencing a syncopal episode and during device interrogation, it was found that the right atrial (ra) lead exhibited high out of range pacing impedances that measured to be greater than 2000 ohms. Ts stated that the MRI scan would be considered to be off label and discussed programming options with the hcp. At this time, this ra lead remain in service. No adverse patient effects were reported.